Event description:
It was reported that patient's (pt) first ins lasted almost 5 years, "it was good" when their first battery wore out it was good was replaced. Pt said their doctor could tell their second ins was not lasting as long, at their appointment with healthcare provider (hcp) in (B)(6) 2022 they were told it was going down quickly. When the neurosurgeon took the 2nd ins out, patient initially reported they noticed "apparently the doctor hooked up the wrong lead" "the leads were "hooked up wrong" "mixed up" however the patient's spouse clarified that one lead had high impedance, and ins was replaced in (B)(6) 2022.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40 lot# serial# unknown product type lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: unknown, medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37612 serial# (B)(6): product type implantable neurostimulator product ID 3387s-40 lot# va19jgk: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the device was still in use and the patient was doing well. The cause of the neurostimulator depletion and impedance issue wasn¿t determined as a new rechargeable battery didn¿t resolve the impedance issue so they used contact 0 on the left lead. At the time of a battery change on (B)(6) 2022 there were high impedances on contact 1 on the left lead.